Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery anomaly. The customer reported that they were getting insulin flow block 4 hours ago and haven¿t been getting any insulin. Patient's blood glucose at time of incident was 300 mg/dl. Patient's current blood glucose was 314mg/dl. The customer treated it with injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer reported small bubbles were present. The pump passed displacement test. Customer declined to perform the high pressure test. Blood glucose was 314mg/dl and gave correction with injection then checked blood glucose was 261mg/dl and again gave correction with pump. The again checked blood glucose was 229mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.